Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The diaphragm of the arterial pressure pod leaked during a routine hemodialysis treatment. Fluid did not reach the hardware and remained in the disposable monitor line. Treatment was discontinued without performing. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide includes warning to periodically check for leaks and to discontinue the treatment if a leak is observed. Evaluation of the returned cartridge identified a leak in the monitoring line of the arterial pressure pod due to an insufficient weld. The exact cause of the leak is under investigation. Nxstage will continue to monitor as a part of the routine complaint process. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.